Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system functioned without issue. The issue was caused by the site leaving the system unplugged and therefore the batteries could not charge properly. Once the system was plugged in, the issue was resolved. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system was showing a "critical battery error" message on the mobile view station (mvs). No patient was present during the time of the reported incident.